Event description:
Patient later reported left side "multiple cysts and signs of a subcapsular rupture" via MRI. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.